Event description:
It was reported that the sterile seal was compromised. An opticross imaging catheter was selected for use. However, it was noted that the sterile seal on the packaging was compromised and did not looked to be fully sealed. The device was not used on the patient. The procedure was completed with a different device of the same model. No patient involvement.